Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/26/2017 with the following findings: the black box and alarm history showed a ¿cs 052¿ slave communication failure and a cs 060 failure. During testing, the pump powered on with auditory and vibration alerts to a blank display screen. The battery compartment and the returned battery cap were undamaged and the battery cap was able to fit securely to the pump. The ¿call service alarm issue¿ was unable to be adequately investigated due to an inability to run the 24 hour basal program and moisture damage due to an unresponsive keypad. The pump¿s cover was removed and there was evidence of moisture corrosion on the display flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.